Event description:
Facility reports that when the brake pedal is set into brake position, the brakes fail to hold. No injuries alleged.

Manufacturer narrative:
Tech found that the casters are worn out and bent. Bed in maintenance dept. Repair not yet complete.